Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect - clinical codes additional information was requested, and the following was obtained: did the suture break after surgery? Yes . Wire cut because too much inflammation around the patient underwent a reoperation? No if no, is a reoperation planned - no on what tissue was the suture used? Septal cartilage what was the condition of the tissue (normal, fine, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? 1 single fixation point anterior nasal spine how was the suture initially tied (multiple knots, square knots, etc.) ? Multiple nodes 5 please describe any medical/surgical procedures required for this suture event, including dates and results. Fixation point on anterior nasal epine to maintain septum straightness. Standard procedure in septoplasty. Has the performing surgeon observed a deficiency or abnormality of the suture before, during, after suture placement or during any reoperation? No what symptoms did the patient experience after the initial surgery? Start date? Inflammatory granuloma at 3 /4 weeks with scratching, extrusion of the thread and pain, superiously around the thread which was extruded spontaneously. Other relevant patient history/concomitant medications? None what is the physician's opinion regarding the etiology or contributing factors to this event? Certain imputability of the wire because initially buried point and cessation of symptoms (sustenance, pain, granuloma) from the section of it what is the current state of the patient? All right.

Event description:
It was reported that a patient underwent a bilateral otoplasty on (B)(6) 2024 and suture was used. The patient had suture release on both ears. The patient had total disunity of the points leading to a failure of the surgery. They will have to be reoperated under general anesthesia with another thread. The consequence is more serious for them with a re-operation and a total failure of the initial surgery, not to mention the immense disappointment of the parents. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the devices were not kept and the lot numbers were not communicated to me. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any additional materials (mesh, fixation materials, etc) being used during the surgical procedures? Did the suture break post operatively? If no, please explain. Did the patient experience a wound dehiscence? Did the patient undergo a re-operation? If yes, what was the date? If no, is a reoperation planned? If yes, what is the date? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?.